Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.

Manufacturer narrative:
Initial reporter occupation is patient/consumer. The lancet device was requested for investigation.

Event description:
There was an allegation of a retraction issue with a coaguchek xs softclix lancet device. The button on the side of the device was yellow indicating the device had been primed and the lancet was sticking out of the end cap. When the yellow button was pressed the lancet retracted back into the device.